Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's father reported that his son's infusion set cannula was bent was did not receive insulin. Reportedly, his blood glucose was 119 mg/dl and he went to school, but when he came back, and his blood glucose was high (close to 400 mg/dl) and they found the site was bad. He also experienced diabetic ketoacidosis. His father stated that the infusion set was bent and clinched over and did not actually pierce his skin. This issue occurred with three infusion sets back to back. He was taken to the emergency unit and was subsequently admitted in the intensive care unit, as his blood glucose was almost 500 mg/dl. He received intravenous inulin as corrective treatment. The site location was his abdomen and the infusion set had been in use within six hours of insertion. He was hospitalized for two nights. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.